Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the complaint for burnt device tip. The evaluation found char marks on both the probe and the teflon pad. The teflon pad was also partially lifted off the jaw, exposing metal underneath the pad. Based on similar reports, a potential cause for the mechanical and thermal damage to the teflon pad and probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during an unknown procedure, the tip of the device malfunctioned, overheated and burnt. There was no reported patient injury.